Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station application was not launching. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station application was not launched. A field service engineer (fse) installed the chaos drive and configured the hard drive. An initial synchronization attempt failed, causing the application to stop booting. Drive d was missing and drive e showed incomplete information. The fse reimaged the system using version 1.61 from a thumb drive, reconfigured the hard drive, completed synchronization successfully, and set up auto boot. The customer was then able to use the system. Then, the fse cleaned the electronics compartment. The system functioned as intended after the field service engineer repaired the device.